Event description:
The customer reported four (4) false negative results with the ID now covid-19 assay 2.0 performed on or before (B)(6) 2024. This MFR. Report addresses test four (4) of four (4). The customer reported a false negative result with the ID now covid-19 assay 2.0 performed on or before (B)(6) 2024 on an unknown sample type. Additional testing was performed twice via an unknown brand of covid-19/flu a&b test on a nasopharyngeal sample on an unknown date which generated positive results for covid-19. Pcr testing was not performed. The doctor diagnosed the patient (s) as covid-19 positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded